Event description:
The customer reported the system would not show images. The fse noted the system would not produce x-rays. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable needs to be replaced. No conclusion can be drawn as repair information is unavailable.